Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section d6b: explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: email address: unknown, as information was requested but not provided. Section e1: telephone number: (B)(6). Section g4: PMA/510(k) #: this report is being filed on an international device; tecnis eyhance simplicity toric ii optiblue with tecnis simplicity, model diw series that has a similar device, tecnis eyhancetoric ii iol with tecnis simplicity model diu which is distributed in the united states under PMA p980040. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of this review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that one day after implantation of the preloaded toric intraocular lens (iol), the patient's astigmatism increased by approximately 9 diopters. It was also reported that the astigmatism remained above 9 diopters one week postoperatively. The iol was not rotated and the implantation axis angle appeared correct. The patient felt uncomfortable. No patient injury was reported. No other medical intervention was required. The account also reported that the postoperative astigmatism power doubled, the physician was considering the possibility that the iol cylinder power was incorrect. The patient presented a preoperative refraction of +2.0 and a preoperative visual acuity of 0.15 with a total astigmatism of -4.5d, axis angle 22 degrees; corneal astigmatism - 2.75d and axis angle: 134 degrees. The patient's post-operative refraction was +1.25 and the post-operative visual acuity was 0.3 with a total astigmatism -9.75d, axis angle 21 degrees; corneal astigmatism - 3.25d, axis angle 141 degrees. The target refraction was +1.25 and the planned axis arrangement was 42 degrees. No further information was provided.